Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information provided. Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a patient cannula was connected to the auxiliary o2 flowmeter port of an aisys under monitoring mode only? When the patient desaturated. The clinician connected the patient cannula to an o2 flowmeter directly connected to the outlet and the oxygen saturation increased. There was no patient injury. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.